Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Upon review of the event history log, issue was not found. Device underwent accuracy testing; found the pump's average delivery error to be within the published specification of +/-6 percent. The reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed accuracy during preventative maintenance. There was no patient involvement.